Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing, including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. The device was also received with a cracked case at display window corners and scratched lcd window. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a hospitalization due to high blood glucose levels. She complained of shaking and felt like passing out. The blood glucose reading was 356 mg/dl. The customer stated there was an absence of no delivery alarm on the insulin pump. She contacted her healthcare provider and was treated with nutrition drip in the emergency room. The customer stated she never received insulin while in the hospital care. Nothing further reported.